Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. An olympus field service engineer (fse) never heard back from customer after reaching out a multitude of time via email and voicemail. The customer appeared to have worked out the issue on their own or with their eam. Since the monitor output (dvi, sdi, and hdtv analogue output) of cv-190 was converted to hdmi, and it is presumed that there was a problem in hdmi transformation box because there was no abnormality in the information connected to the monitor and the device concerned. It may also have been caused by the influence of using other companies' high-frequency scorching devices, which are not guaranteed to work. The instructions for use (IFU) states: ·use appropriate cables only. Otherwise, equipment damage or malfunction can result. ·use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. ·before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned using an olympus tower that connects to another wall mounted monitor. The wall mounted monitor was using a box with a high-definition multimedia interface (hdmi) output. The customer mentioned that no electrosurgical generators were being used that would trigger any interference. The carts used by the customer are portable units so tac advised the customer to attempt another cv-190 tower with the same set-up to confirm issue with olympus tower. The customer requested to have a field service engineer (fse) dispatched to the facility to verify the problem. Tac advised the customer that a purchase order was needed prior to fse dispatch. Tac later spoke to the customer to discuss other options for troubleshooting. The customer confirmed loss of the entire image and not just the scope image. The customer mentioned using the monitor out cable with a mixture of connections. The customer was only using a black cable to connect to a box that allow hdmi connection to another monitor. Tac advised the customer to try exchanging the olympus cable to check the cable for signs of wear or damage. The customer confirmed no damage to the cable and will plan to swap the cable before potentially calling back to inquire about different cables to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has intermittent image issue. There was no patient involvement, no harm or user injury reported due to the event.